Event description:
Upon initial insertion of the sheath into the patient's body, the device was aspirated and flushed as per standard physician protocol and a pressurized heparinized infusion was started. After a few minutes of the IV infusion being administered, fluid was noted to be leaking out of the sheath handle. The infusion was stopped and the sheath sideport was aspirated. Upon aspiration, air bubbles were seen in the sideport tubing. The sheath was subsequently removed and replaced and the procedure was completed without incident.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The leak has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.